Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: failure to insert - guide wire. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device, achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the sutures were deployed, the guide wire was unable to be reintroduced. Manual compression was still applied for 10 minutes to achieve hemostasis. There were no reported adverse pt effects. Though requested no add'l info was provided